Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are (B)(6). Patient gender and weight were not provided by the reporter. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial open reduction internal fixation (orif) of an ankle on (B)(6) 2016, the hexagonal screwdriver broke into three pieces as the surgeon was nearing the end of the procedure and trying to tighten down screws. There was no additional intervention or x-rays required and no fragments were left in the patient. The procedure was successfully completed with no patient harm or surgical delay. The patient's postoperative status was reported to be stable. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed: the returned screwdriver was received with its phenolic handle broken into multiple pieces. The returned screwdriver is nearly 20 years old and the wearing down of the handle over time seems to be the most likely root cause of the complaint condition. The returned cannulated hexagonal screwdriver (314.29, a4gi762) was manufactured on 14aug97 and drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.